Manufacturer narrative:
The investigation into the positioning issues and the access site bleeding - major issues has been completed since the original report was submitted. The product was not returned for investigation. Based on the clinical details provided, the cause of the access site bleeding issue was most likely patient movement, and the cause of the hemolysis was improper positioning since the complication was successfully managed by repositioning the catheter.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient with cardiomyopathy implanted with an impella cp device for mechanical circulatory support experienced positioning issue and access site bleeding. From echocardiogram, the impella pigtail was noted to be slightly in the papillary muscle. The physician attempted to reposition the catheter; however, it was unsuccessful. The decision was made to leave the position as is, no complications thus far, and support continued. Subsequently noted, there was bleeding to impella access site after the patient became agitated. Sedation was adjusted, and the stie was redressed with no further issues noted.